Event description:
Information received a smiths medical level one was having issues with all blood bags as they are so much smaller and thinner than a 500cc or liter bag. Experiencing issues with newer level 1 rapid infusers: recently purchased 4 newer h-1200's. Hospital still has 3 older h-1200's having hiccups with infusing blood. Chamber is not pressurizing bags like the older model. Hinges seem to have gaps in them. Sent the new ones to biomed, to check the gaps - biomed said were configured correctly. Photo of blood bag involved attached. No patient adverse events have been reported.